Event description:
Pt had a bilateral breast augmentation with silicone breast implants. Pt has developed a grade iii capsular contracture (bilateral). Pt decided to have silicone implants removed and re-augmented with larger saline implants.